Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up. Upon device interrogation, the pulse generator exhibited an message indicating that the diagnostics were invalid. The diagnostics were cleared, and the patient will continue to be monitored. No adverse consequences were reported.